Event description:
It was reported that during the subthreshold lead impedance measurement on the defibrillator, there was noise and over sensing seen on the right ventricular (rv) lead. This phenomenon has been noted in similar situations before. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed right ventricular (rv) over sensing. There were three lead failure predictors (lfp) high rate non-sustained episodes less than or equal to 215 ms average ventricular cycle between (B)(6) 2013. (B)(4).